Manufacturer narrative:
Investigation summary: bd was able to verify the reported issue via the provided picture. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #8141783 regarding item #38183414. A review of the device history record was completed for sub-assembly #8607681 lot 8117908 manufactured from 03-may-18 to 23-may-18 used in claimed lot 8141783. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. No records of quality notification or reports of non-conformity that could lead to incident in the lot involved in this complaint were evidenced. Investigation conclusion: bd was able to verify the reported issue via the provided picture. Root cause description: no objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the safety lock device on the bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety lock device on the bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle.